Event description:
It was reported that pump screen remained dark and would not turn on despite repeated attempts by caller. There was no reported impact to the customer¿s blood glucose level. Customer, with guidance from technical support, attempted multiple troubleshooting steps including pressing button in different ways, removing pump from case, and plugging pump into known working power source, but pump did not recover and showed red light with periodic vibrations, so pump was determined to need replacement under warranty. Customer was advised to use multiple daily injections as backup insulin therapy, to place pump into storage mode before returning it with prepaid label, and to set up replacement pump by re-entering pump settings, reconnecting continuous glucose monitor, and selecting appropriate setup option, all of which customer understood and acknowledged.